Manufacturer narrative:
(B)(4)-incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that there was a hair like foreign material in the package when the surgeon opened the new package during the surgery (date of the surgery was unknown). The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no surgical delay and there was no adverse consequence to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. The sterile foil packaging was open upon receipt. Visual inspection revealed an approximately two centimeters (2cm) long hair-like foreign material with the tray of the packaging. This complaint is confirmed. A manufacturing investigation was performed for this event. Per the investigation, the failure is not related to manufacturing process; there is a 100% visual inspection during the assembly steps to check the particles. Since no complaint increase was identified for this failure mode, this complaint can be considered an isolated case not related to manufacturing process. A non-conformance search was conducted; no non-conformance was identified for this part-lot number combination. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: device available for evaluation, date device returned to manufacturer.